Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was leaking while worn for between 37 and 48 hours on the abdomen.

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The soft-cannula was observed to be kinked which elongated it, increasing the length of the soft-cannula outside the upper acceptable limit. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.